Event description:
Lenstec received an email " red eye after surgery".

Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly. The endotoxin results were within acceptable limits and we have not received any other complaints from these batches. Additionally, the assessment by lenstec's medical monitor stated that it is highly unlikely that this incident was lens related. There was no evidence to suggest that any aspect of the device was responsible for the reported event after implantation. Furthermore, lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.